Manufacturer narrative:
The product was reported to be at the hospital's department of biomed in quarantine for report and analysis. It was supposed to be returned to penumbra for analysis, however, a report as of (B)(4) 2010, the hospital discarded the products and they will not be returned.

Event description:
The physician advanced the 032 reperfusion catheter into a proximal m1 segment after opening up a carotid t occlusion with the 054 reperfusion catheter in order to aspirate some distal clot. When the physician introduced the 032 separator into the 032 reperfusion catheter, resistance was encountered to the point where the separator would not advance. The physician then removed another separator 032 from inventory and the same problem occurred. The reperfusion catheter and separator were then both removed from the patient and inspected. A small kink in the mid portion of the body of the reperfusion catheter was observed. A new reperfusion catheter 032 and separator were then removed from inventory and no issues occurred during the deployment and use of the devices. It was noted the reperfusion catheter 032 was not inside the reperfusion catheter 054 when the separator 032 would not advance.